Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for safety assessment and cutter lock assessment. Therefore, the reported condition that the device could not lock the accessories was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking mechanism of the motor device was stiff/stuck. It was further determined that the device failed pretest for safety assessment and cutter lock assessment. It was noted in the service order that during an unspecified surgical procedure it was observed that the device could not lock the accessories. It was reported that an unspecified spare device was used to complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.